Event description:
It was reported that a patient who had an initial right total shoulder arthroplasty (tsa), underwent a revision procedure. Preoperative diagnosis: right shoulder rotator cuff deficient tsa w/glenoid failure, superior migration. The patient had enrolled in a clinical study following this revision procedure and the initial revision was recorded therein. The information indicated a humeral reconstruction prosthesis was not used. There were no fracture plates from the previous surgery. The humeral stem or resurfacing cage, replicator plate, and humeral head were removed and replaced. The glenoid was removed. No further information.